Event description:
It was reported that the trach tubes were defective. The issue was discovered before placing them into a patient. Additionally it was reported that the cuff was defective. Discovered during pre-test. No injury, no medical intervention.

Manufacturer narrative:
Other text: e4 is unknown, no information provided to date. H6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no damaged could be detected. Functional testing found the cuff inflated successfully for two samples; no leak were detected. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.